Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for normal follow up. Attempted interrogation of the implantable cardiac monitor was unsuccessful. A transmission was sent to view the electrogram. Bluetooth adapter, the programmer, and the surface of the programmer were rebooted. Interrogation was established. Upon review of the electrogram, the device exhibited undersensing. No further information was available.